Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry, it was learned that a patient with a 21mm 3300tfx aortic valve, was explanted after an implant duration of seven years, six months due to unknown reasons. The explanted valve was replaced with a 25mm 11500a valve. The patient was noted to be in recovery. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Event description:
Through implant patient registry, it was learned that a patient with a 21mm 3300tfx aortic valve, was explanted after an implant duration of seven years, six months due to degeneration, and severe aortic stenosis. The explanted valve was replaced with a 25mm 11500a valve. The patient was noted to be in recovery. Per the medical records, the patient presented with valve degeneration leading to severe aortic stenosis. The patient underwent a redo avr. The valve was removed and replaced with a 25mm 11500a valve. The patient was transferred back to the ICU for recovery. Postoperative complicated with chb, acute hypoxemic respiration failure and cardiogenic shock 2/2 hematoma. The patient underwent dual chamber pacemaker implantation on pod #3. The patient discharged home in stable condition on pod #10.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, b7, and h6 (component codes, device code(s), and type of investigation).

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), h4, and h6 (type of investigation, investigation findings, and investigation conclusions). The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including cad and hld.